Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the physician placed the first cannula but figured out immediately after placement that the cuff was broken and the same with the second cuff. Before placing the third, the physician inflated the cuff, and again the cuff broke. After this, the physician placed a smaller one, size 8. Until today there are no issues.